Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced a sterility issues . This event occurred three times. The following information was provided by the initial reporter. The customer stated: a part of the cap is missing for 3 tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-apr-2022. Investigation summary: bd did receive one sample and 2 photographs from the customer in support of this complaint. An evaluation of the returned sample and attached photographs was conducted and the customer's indicated failure mode of improper assembly (missing stopper) was observed. Additionally,100 retention samples from the bd inventory were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the returned sample and photographs provided however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced a sterility issues . This event occurred three times. The following information was provided by the initial reporter. The customer stated: a part of the cap is missing for 3 tubes.